Manufacturer narrative:
FDA UDI - (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178268 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 178268 and test base part number 195-430h / lot 174766. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178268 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
Parent reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test on (B)(6) 2023. It is unknown if repeat testing was performed. Additional testing from an unknown platform was performed at a health care provider on an unknown date and generated a positive result. No additional patient information, including treatment and outcome, was provided.